Event description:
As reported, end user hospital was experiencing difficulty in advancing the .018 hydrophilic guidewire through the PICC device and the catheter was kinking when attempting to remove the guidewire. One guidewire broke when it was being removed. The guidewire appeared to have frayed due to the difficulty involved in removing it. There were no complications for the patient associated with the guidewire breakage. The used device was discarded by the hospital.

Manufacturer narrative:
As no lot number was provided by the end user hospital, a shipping history of the last 3 lots shipped to the hospital in the 6 months prior to the event date was performed. A device history review was conducted by navilyst medical and our guidewire supplier (B)(6) on the applicable lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the navilyst medical (B)(4) 2010 complaint report did not note any adverse trends for the product family of xcela PICC and the failure mode of "poor fit between catheter and guidewire." As no sample was returned by the hospital, the exact root cause of the event is unable to be determined. The directions for use packaged with this device states: if using 145 cm hydrophilic guidewire, flush packaging hoop with saline prior to removal. Continue to inject sterile normal saline, as needed, to assist in advancement. Precaution: if it is necessary to remove guidewire, remove needle beforehand. Avoid sharp or acute angles during insertion which may compromise catheter functionality." It is possible that insufficient hydration on the part of the end user contributed to the reported breakage of the guidewire. Navilyst medical's incoming inspection process controls on the guidewire include visual/dimensional inspection and testing of the tensile tip strength. (B)(4).